Event description:
The customer reported to olympus, the brochovideoscope had no image. The issue was found during reprocessing of an unknown diagnostic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: memorial sloan kettering cancer center for cancer & allied diseases. Added here due to character limitation in respective field.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: scope leak test leak on ethylene oxide valve and instrument channel; c-cover insulation failed; a-rubber glue was peel; brush passage, no pass; image-evis had noise, after aeration stain image; bending section has dent; insertion tube has a bite/dent, ring gauge labeled; control body, customer label adhesive fluid wet, corrosion; scope connector leak from ethylene oxide valve, adhesive fluid wet, corrosion; angulation has low angulation; control knob movement has noise. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the "no image" malfunction is related to damage of the image sensor unit or circuit board inside scope connector. The event can be prevented by following the instructions for use which state: important information ¿ please read before use ¦precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.